Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. There was no delay to starting precleaning, the air/water nozzle was flushed with air and water, the nozzle was not wiped/brushed, and the nozzle was flushed with a detergent solution during reprocessing. The device was returned for evaluation and the customers allegation was confirmed. It was noted that the issue occurred due to a dirty objective lens. It was also noted that the up direction and the play of the up/down knob did not meet standard value due to wear of the angle wire. There was a lack of image on the monitor due to dirt on the objective lens and there were scratches noted throughout the device. The scope cover plate had peeling and the scope cylinder was shaved. The adhesive on the bending section rubber had a chip and the up/down knob did not move smoothly due to deformation. The image had a partial dark area due to dirt on the objective lens and a flare occurred due to a scratch on the objective lens. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The device was not repaired within the last year. Although the defects found during evaluation were confirmed, the foreign material in the nozzle could not be specified and there was no physical damage where the foreign material was found. The foreign material likely remained due to a reprocessing deviation from the indication for use (IFU). However, a definitive root cause of the foreign material in the nozzle could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus, that the evis lusera colonovideoscope had white lines on the lens. Inspection and testing of the returned product found that the nozzle had foreign objects. There were no reports harm associated with the event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.